Event description:
Failure of endoprosthesis to fully deploy. The endoprosthesis device deployment string was broken during the placement of the viabahn endoprosthesis in the patient's sfa. Attempts to then find the deployment string and remove it failed. Further attempts to remove the device through the introducer sheath also failed. The patient was transferred to the or for surgical removal of the device and subsequent femoral to above the knee popliteal bypass. Dose or amount: 1. Frequency: 1. Route: intra-artery. Diagnosis or reason for use: occlusion of left sfa.